Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: april 15, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the suspect lens was received. The lens was visually inspected revealing that the lens was cut and damaged. One haptic was detached, and the other haptic was cut off through the haptic optic junction. No further issues were identified. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an intraocular lens (iol) implantation procedure, one of the loops of the iol was missing. The loop was stuck in the injector. Account indicated that the directions for use (dfu) were followed. No resistance was observed during lens implantation, but resistance was felt at the end when the haptic was amputated. Despite this, the iol was implanted. However, the lol was explanted and replaced with another lens as the iol was observed to be decentered on the following day. The iol was removed through a 2.75 mm incision, and the second lens was implanted through the same incision. The replacement toric iol was implanted without complications. The patient is now fine with 20/20 vision. No further information was provided.